Manufacturer narrative:
(B)(4). Device evaluated by MFR.: promus element mr ous 2.75 x 38mm stent delivery system was returned for analysis. A visual examination of the stent identified stent damage. Proximal strut 1 was lifted and pulled in a distal direction. The remainder of the struts were undamaged. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The bumper tip of the device was examined and no issues were noted. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube revealed multiple kinks. An examination of the shaft polymer extrusion identified no issues. There were no signs of damage or strain to the bi-component bond. No other issues were identified during the product analysis. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4)

Event description:
Reportable based on device analysis completed on 31-jan-2018. It was reported that crossing difficulties were encountered.  Vascular access was obtained via the femoral artery. The 90% stenosed, 36mm in length, eccentric, de novo target lesion was located in the non-tortuous, moderately calcified, and 2.75mm in diameter right coronary artery. The lesion was pre-dilated with 2.5x14 and 2.0x10 balloon catheters and the percent stenosis of the lesion immediately after pre-dilation was and the percent stenosis of the lesion immediately after pre-dilation was 50%. A 2.75x38mm promus element¿ long drug-eluting stent was advanced but failed to cross the lesion despite repeated dilatation. The device was removed and the procedure was completed using a 2.75x36 non-bsc stent. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.